Manufacturer narrative:
Concomitant medical product: u128 crt-p implanted: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead which had been implanted two months prior. The patient had reportedly been feeling worse recently. The lead was reprogrammed and was later turned off due to continued stimulation with disruption of sleep. The patient was referred to their cardiologist for possible epicardial lead placement. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to have been replaced by an epicardial lead.